Manufacturer narrative:
A ge rep evaluated the system and replaced the ffb, gib, system interface, and video processor boards. System operates as intended. This MDR is related to ge healthcare (B) (4).

Event description:
The customer reported the system beeps as if continuously producing x-rays, but no x-rays are produced. No patient injury was reported.